Event description:
Note: this report is one of three complaints that pertain to the same event (MFR. Report # 3005099803-2011-03050, MFR. Report # 3005099803-2011-03180 and MFR. Report # 3005099803-2011-03510). It was reported to boston scientific corporation that a wallflex biliary uncovered stent system and a dreamwire guidewire were used during a procedure on (B)(6) 2011. According to the complainant, the dreamwire guidewire (the subject of MFR. Report # 3005099803-2011-03050) was inserted into the wallflex stent system (the subject of MFR. Report # 3005099803-2011-03180). During introduction of the guidewire into the stent catheter, the coating of the guidewire peeled. No difficulty was reporting withdrawing or advancing the guidewire. Another dreamwire guidewire (mrf. Report # 3005099803-2011-03510) was used to complete the procedure. After positioning the stent system inside of the patient, the stent failed to deploy. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. On (B)(6) 2011, information was received that the dreamwire that was used to complete the procedure was returned in the stent. Preliminary investigation results have revealed that the corewire of the guidewire had fractured, resulting in this reportable event.

Event description:
Note: this report is one of three complaints that pertain to the same event (MFR. Report # 3005099803-2011-03050, MFR. Report # 3005099803-2011-03180 and MFR. Report # 3005099803-2011-03510). It was reported to boston scientific corporation that a wallflex biliary uncovered stent system and a dreamwire guidewire were used during a procedure on (B)(6) 2011. According to the complainant, the dreamwire guidewire (the subject of MFR. Report # 3005099803-2011-03050) was inserted into the wallflex stent system (the subject of MFR. Report # 3005099803-2011-03180). During introduction of the guidewire into the stent catheter, the coating of the guidewire peeled. No difficulty was reporting withdrawing or advancing the guidewire. Another dreamwire guidewire (mrf. Report # 3005099803-2011-03510) was used to complete the procedure. After positioning the stent system inside of the patient, the stent failed to deploy. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. On (B)(6) 2011, information was received that the dreamwire that was used to complete the procedure was returned in the stent. Preliminary investigation results have revealed that the corewire of the guidewire had fractured, resulting in this reportable event.

Manufacturer narrative:
Reported event of corewire fracture. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Preliminary investigation results have revealed that the device presents a corewire fracture and that the ptfe jacket has peeled.

Manufacturer narrative:
A visual examination of the returned device revealed that the core wire was fractured and the ptfe jacket had peeled and accordioned in several sections. The fractures of the guidewire were analyzed by scanning electron microscope (sem) and this analysis of the fracture revealed that the failure surface exhibited a shaved appearance with evidence of smeared material, and mechanical cut marks. No materials anomalies were found. It is possible that unstated procedure and possibly clinical factors may have contributed to the damages found, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, according with the analysis performed and the results of the analytical lab report, the most probable root cause for this incident is "operational context".